Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not have telemetry and was not able to be interrogated. The device is scheduled for explant. No patient complications have been reported as a result of this event.